Event description:
It was reported that a tpn therapy bag was found to have particulate within the bag. The particulate was discovered post patient administration. This report documents no adverse events. No additional information is available.

Manufacturer narrative:
Evaluation summary: no samples were returned for evaluation. A batch review was not possible in this instance, as the lot number was not provided. The cause of the reported event remains unknown. Should additional relevant information become available, a follow-up report will be submitted.